Event description:
While drawing up syringes, one syringe was noticed to be unusually defective. It appears to have an ant in the hub of the syringe. This syringe was set aside from the rest of the pre-packed doses.